Event description:
The customer stated she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 500 mg/dl during the phone call. Unable to do any troubleshooting on the insulin pump because the customer did not have a fully charged battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.